Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint(residual liquid or foreign material come out of channel tube) was not established. However, based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenoscope had residual liquid or foreign material come out of ch-tube(channel tube), z-block(server plug-in), adhesive around objective lens, adhesive around lg lens had corrosion and forcep could not be inserted. There was no patient involvement.